Event description:
Additional information confirmed that the implantable neurostimulator (ins) did not provide effective coverage and reported that it was explanted at the request of the patient. No injuries were reported and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (b)64), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had a loss of therapeutic effect, including unsatisfactory pain coverage in the right knee. The patient met with the manufacturer representative yesterday to interrogate the system and found contacts 2,3,4,5,6, and 7 were all over 3600 ohms. The patient was getting coverage of his whole right leg with stimulation until approximately two weeks ago. He was programmed at 0+1-2+. The patient had stimulation from his back to his foot but missing his right knee. The patient was reprogrammed to 0+1- and he said his full right leg was covered again. No surgical intervention was planned at the time or requested by the patient. No patient injury reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial# (B)(4)) found no significant anomaly. The device had reduced battery capacity due to overdischarge. Analysis of the extension (serial# (B)(4)) found no significant anomaly. The extension body outer insulation was melted, suspected to have been a cautery artifact. Analysis of the lead (serial# (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented. Analysis of the extension (serial# (B)(4)) found no significant anomaly. The extension body outer insulation was melted, suspected to have been a cautery artifact.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).